Event description:
Kimberly-clark received a report stating, ¿the bounding line on the packaging pouch was partially not sealed (about 5cm) .¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. Three sample packages were returned. All three packages have a breach in the seal of the sterile pouch. All occur in the same location, at the bottom of the pouch, and there is visible evidence that the packages were sealed, as the film in this area exhibits whitening and a change in texture. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.